Event description:
The customer's nurse reported via phone call that she was in the hospital since (B)(6) 2015 with high blood glucose levels. Her blood glucose level was 590 mg/dl. The insulin pump did not bring her blood glucose level down. The customer was nauseous and was vomiting. The customer was treated with insulin drip. She was wearing her insulin pump at the time of hospitalization. The customer's nurse could smell insulin and the customer had a small bump under the adhesive area. The infusion set had a bent cannula. She was fleeing from domestic violence. The device was not returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.